Event description:
A consumer implanted for non-malignant pain reported they were in a car accident on (B)(6) 2016, but didn't notice a change in therapy. The consumer was the hospital where x-rays were taken, and the healthcare provider (hcp) told them the x-rays looked normal. Currently, the consumer was unable to connect with the implant using the patient programmer (pp) or the recharger. The last time the device was charged was on (B)(6) 2016, and the last time stimulation was felt was (B)(6) 2016. As a result the consumer had a gradual return of ankle pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.